Manufacturer narrative:
This report is being filed to update the describe event or problem field and device codes.

Event description:
It was reported that this device was part of an explant due to a pocket erosion and cellulitis. Additional information noted that the device was re-implanted one week later. Following re-implant, the system impedance measured greater than 400 ohms and then subsequently decreased to 80 ohms. Technical services discussed that the high out-of-range impedance was likely triggered due to the device being outside the patient's body for one week (value measured every three days). No additional adverse patient effects were reported.

Event description:
It was reported that this device was part of an explant due to a pocket erosion and cellulitis. Additional information noted that the device was re-implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Event description:
It was reported that this device was part of an explant due to a pocket erosion and cellulitis. The device was not expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to add the patient identifier.

Manufacturer narrative:
This report is being filed to update the impact codes.

Event description:
It was reported that this device was part of an explant due to a pocket erosion and cellulitis. Additional information noted that the device was re-implanted one week later. Following re-implant, the system impedance measured greater than 400 ohms and then subsequently decreased to 80 ohms. Technical services discussed that the high out-of-range impedance was likely triggered due to the device being outside the patient's body for one week (value measured every three days). No additional adverse patient effects were reported.

Event description:
It was reported that this device was part of an explant due to a pocket erosion and cellulitis. The device was not expected to be returned. No adverse patient effects were reported.